Event description:
Account alleged that the knee of the bed goes up by itself. No injuries reported.

Manufacturer narrative:
Technician found the knee up button on pt right positioning board is stuck. Technician replaced the right pt positioning board to resolve the issue.